Manufacturer narrative:
Onsite investigation was conducted by an isi technical field specialist (tfs). No faults were reported by the system. The tfs was able to reproduce the customer reported issue. It was found that the insertion clutch was not functioning properly and was binding. The ecm was replaced to repair the da vinci si surgical system. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci hysterectomy with bilateral salpingo-oophorectomy procedure the surgical team was unable to insert the camera on the endoscopic camera manipulator (ecm). The surgical team re-draped the arm and power cycled the system with no success. The intuitive surgical inc. (Isi) technical support engineer (tse) provided troubleshooting steps including a power cycle with breaker reset on the patient side console (psc); however, troubleshooting was unable to resolve the issue. The surgeon made the decision to complete the surgical procedure using traditional laparoscopic techniques. There was no report of any harm, adverse outcome or injury to the patient.